Manufacturer narrative:
Upon complaint notification, the initial reporter stated the device will not be returned for evaluation. Requests for additional event information have been sent with no response. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Since the sample was not provided for evaluation; the reported issue could not be confirmed. The manufacturing process was reviewed. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. No action plan is deemed necessary at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the gastrostomy tube was leaking from the closed cap. Due to the continuous leakage of the liquid, there are lesions on the patient's skin. The feeding tube was changed.